Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a new install the camera was showing an orange light and the system was reporting "localizer faulted". The manufacturer representative (rep) noted the camera had a large scuff on it like it was bumped in shipping. When entering nditoolbox the rep noted it stated the bump error. This was a new install, out of box failure. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, multiple fdd/annex a codes were reported. A05 was coded for camera was showing an orange light and the system was reporting "localizer faulted". A1102 was coded for system was reporting "localizer faulted". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5, d4. H3, h6: the system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) replaced the camera. When selecting a spine procedure, the unit displayed "localizer faulted" again on this new camera. There was a solid green led and flashing amber led on the camera. The network device interface (ndi) toolbox showed that the camera had an "incompatible firmware".

Event description:
It was reported that the camera was replaced and the issue was resolved. There was no additional camera replacement required. The localizer faulted message was corrected after rebooting the system. This system was running as it should.

Manufacturer narrative:
H2: additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.